Event description:
It was reported that pump displayed malfunction code 9 with fault ID 0x20f1, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer had not yet reset pump for this malfunction, so technical support provided pump reset information, but customer could not charge pump at time of call and was instructed to call back later for reset assistance.